Event description:
The customer reported that the end cap does not have the label. Advised the customer that the device would be replaced, but the customer stated that she will not accept a replacement due to the fact that she had many issues and ended in the hospital. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing end cap sticker.